Event description:
It was reported that review of this patient's presenting electrogram (egm) shows occasional oversensing of atrial noise. The patient is implanted with this boston scientific implantable cardioverter defibrillator (ICD) and a competitive atrial lead. The observation was documented. The system remains in service and no adverse patient effects were reported.